Event description:
Iabp catheter noted to have blood in catheter. Iabp stopped, catheter clamped and md called to remove catheter. Catheter removed immediately without difficulty. New catheter replaced to left femoral.